Event description:
Acct. Reports that they had the set attached to the patient. They flushed the IV catheter and injected the radioactive dye. He states that the patient was "just standing there" when they noticed blood coming out of the extension set. He states that the injection site "just fell off" and blood backed up out of extension set. No patient injury reported although he states that the patient was "shook up" because of the bleeding but required no additional treatment. Also states it caused a loss of business for 3 days because they had to close down the lab for 3 days in order to clean and decontaminate it due to the radioactive spill.